Manufacturer narrative:
(B) (4).

Event description:
Procedure: lung resection. According to the reporter: staples did not form properly. The problem was corrected with a thoracotomy and open lung suture. Blood loss exceeded 250 cc with add'l tissue loss. Or time was extended beyond 30 minutes.